Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing step and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed infection that required incision and a prescription of antibiotics. Com#: (B)(4) was created to document initial report from account.